Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a catheter entanglement occurred. An opticross¿ imaging catheter was selected to visualize the target lesion. During procedure while the physician was negotiating the opticross¿ imaging catheter through a guide, it was noted that the opticross¿ imaging catheter got stuck and kinked. The procedure was completed with another with the same device. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that there was no damage observed on the distal tip or guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a catheter entanglement occurred. An opticross imaging catheter was selected to visualize the target lesion. During procedure while the physician was negotiating the opticross imaging catheter through a guide, it was noted that the opticross imaging catheter got stuck and kinked. The procedure was completed with another with the same device. No patient complications were reported and the patient¿s status is stable.